Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer's blood glucose level at the time of incident was 234mg/dl, and their current blood levels were 95mg/dl. The customer states their high blood levels started because of air bubbles in her tubing. The customer was not able to troubleshoot because of time, but was advised to call back at better time for troubleshooting.